Event description:
It was reported the bd vacutainer® barricor¿ lh plasma blood collection tubes experienced poor separator movement after use. The following information was provided by the initial reporter: ¿no migration of the barricor patient treated for bipolar disorder with zyprexa (olanzapine). Additional information received on july 13: there is an impact on the patient because the centrifugation was done in dialysis, the plasma was not separated from the red blood cells and the tube was therefore stored for 24 hours in "whole blood". We therefore asked the dialysis department to be vigilant about the migration of the separator ball when the centrifugation was done at their place.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photograph was reviewed and it showed a used tube post centrifugation with its barrier separating blood cells and serum. Additionally, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. 10 retained samples from implicated lot number were taken, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 3450rpm for 10 minutes. All samples separated as expected with complete barriers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. The complaint is unconfirmed based on the results obtained with the retained samples and from the photo provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® barricor¿ lh plasma blood collection tubes experienced poor separator movement after use. The following information was provided by the initial reporter: ¿no migration of the barricor patient treated for bipolar disorder with zyprexa (olanzapine). Additional information received on july 13: there is an impact on the patient because the centrifugation was done in dialysis, the plasma was not separated from the red blood cells and the tube was therefore stored for 24 hours in "whole blood". We therefore asked the dialysis department to be vigilant about the migration of the separator ball when the centrifugation was done at their place.¿